Manufacturer narrative:
This follow-up is being submitted to relay additional information. D11- medical product: femoral component option size e left, item# 00599601551, lot# 64518068. Stemmed tibial component precoat size 3, item# 00598003701, lot# 64597690.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device identified that the dovetail feature was compressed. The device also exhibits damages on the device. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the instrumentation surgical technique and the surgical tip: articular surface inserter proper technique & use guidance document. The dovetail compression identified during the evaluation of the returned product indicates that the articular surface was not properly aligned being pushed in with the inserter. Therefore, the root cause of the reported issue can be attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface would not seat with the tibial tray during surgery. The surgeon used another articular surface to complete the surgery. There is no additional information available at this time.